Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is one previous complaint where the samples received did not fulfil b. Braun surgical specifications, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received in the previous complaint analyzed did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
Additional information and investigation results will be provided, if applicable.

Event description:
It was reported that there was an issue with the optilene. The suture was noted to be fibrous; it was splitting and it broke after several stitches. It likely occurred during a pediatric cardio-procedure. Additional information was not available.